Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice during use during dwell 2. A supply bag had disconnected. The hp was to start over with new supplies or do a manual exchange. Corporate product surveillance contacted the hp on (B)(6) 2011. He stated that the bag had fallen and disconnected. He did not see any air in the lines, and he had informed his nurse about the incident. There were no samples available as he had discarded his supplies and had used all of the cassettes from the lot; they did not recall the lot. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was 'supply bag fell and disconnected'. A labeling review found the labeling to be adequate for the possible user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.